Event description:
Reportedly, after a cardioversion for atrial arrhythmia, the subject pacemaker could not be interrogated and paced irregularly. The device was replaced and will be returned for analysis.

Event description:
Reportedly, after a cardioversion for atrial arrhythmia, the subject pacemaker could not be interrogated and paced irregularly. The device was replaced and will be returned for analysis.